Manufacturer narrative:
The manufacturer's field service engineer (fse) returned onsite and replaced the switch pcba and user interface pcba, but the device continued to have touchscreen issues. The touchscreen is responding but is unable to calibrate. Damage was found at the bottom left corner of the touchscreen. The customer requested follow-up to order new parts.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen is locked. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer indicated that the touchscreen is locked, and that the touchscreen calibration is not holding. Touchscreen calibration only works for a little while and drifts after time. The customer requested onsite service to have a field service engineer repair the device. The rse created an onsite service as requested and recommended a touchscreen replacement.

Manufacturer narrative:
The field service engineer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and started the device in service mode, performing screen calibration which passed. The machine was started in ventilation mode to perform pre-check tests, where the screen started out fine and then stopped responding. The touchscreen and the user interface to power management (pm) printed circuit board assembly (pcba) cable were changed out. Tests 9.4 (electrical safety) and 9.6 (controls) were performed as recommended in the v60 service manual. Test 9.4 passed, while test 9.6 failed with the touchscreen not responding. The service manual recommends replacing the pm pcba or central processing unit pcba. The investigation is still ongoing.